Event description:
It was reported that the patient presented in operating room for leads replacement procedure. During the procedure, the pulse generator exhibited backup vvi operation. The pulse generator was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the analysis confirmed backup vvi. After the product code was downloaded, normal function resumed.